Event description:
It was reported that the itrak 3500p system displays tracking errors with transmitter during case studies. No patient injury reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. Unable to duplicate the described error. However, replaced the transmitter to eliminate intermittent tracking errors. The system was tested and found to be working as intended and placed back into service.